Event description:
A report was received from (B)(6) that stated an ht70 ventilator experienced a malfunction. The customer stated that the silence and reset light emitted diode (led) on the device was randomly blinking. The patient was then manually ventilated and switched to another ventilator. There was no patient reported injury as a result of the malfunction.

Manufacturer narrative:
The customer reported that the top membrane for the led was replaced. This resolved the customer reported issue. (B)(4).